Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittently that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer successfully resumed insulin deliveries and "could not recall" resolution information requested by tandem technical support. No additional patient or event information was available.